Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02594. It was reported that the patient experienced ineffective therapy. Diagnostic revealed high impedance on one of the patient¿s leads. Additionally, x-ray shows that one the leads has migrated. Patient is getting some relief with reprogramming. As such, surgical intervention may take place at a later date to address the issue. Unknown which lead migrated and which has high impedance. Hence, both are being reported.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.